Manufacturer narrative:
Continued from d.11-500ml baxter bag, lot: y317727, exp: dec20, 0.9% sodium chloride injection;non-bd connector on male luer additional information added to: d11 the report of a significant amount of medication remaining in the IV bag was not confirmed. The pcu event log contained no obvious programming errors. Functional testing performed found no abnormalities in the components of the returned pump module. Analysis of the log review found no errors or malfunctions having been recorded on the day of the reported incident. The event reportedly occurred on (B)(6) 2019 at 10:22 am. At 10:22 am the pump module (s/n (B)(6) ) was programmed for rituximab.titrated (drugid 642), drug amount 1100mg, diluent volume 660ml, dose 100mg/h, rate 60ml/h, vtbi 15ml, and the infusion was started. Pvi=96.3ml at the time. At 10:39 am the pump module completed infusing and entered kvo, after which the user channeled off the pump, which then became idle. Pvi=111.3ml at the time and calculated volume infused =15ml. At 10:39 am the pump module was programmed for the drug rituximab.rapid inf (drugid 641), drug amount 1100mg, diluent volume 660ml, rate 880ml/h, vtbi 660ml and infusion was started. Pvi=111.3ml and calculated volume infused =15ml. At 11:26 am the pump module completed infusion and entered kvo. Pvi=771.4ml at the time and calculated volume infused =675.1ml. At 11:26 am the pump module was again selected and programmed with a vtbi 500ml entered, and infusion was started. At 11:51 am the pump module alarmed air in line. Pvi=1127.8ml calculated volume infused =1031.5ml. Functional testing using the returned pump module and IV tubing set found the system to be delivering fluid within specification. The root cause of the reported failure was not definitively identified.

Event description:
It was reported that a rapid infusion of rituxan 1100mg/nacl 0.9% 660ml was programmed to infuse 100mg/hour for the first 15 minutes, then if tolerated by the patient, the infusion rate was to be increased to infuse the remainder of the medication within 45 minutes. At: 10:24, the device was programmed to infuse 100mg/hour (15ml) for 15 minutes. At 10:39 a.m., the infusion stopped and showed that 15ml had infused leaving a remaining 645ml to infuse. At 10:41 a.m., the rituxan infusion rate was increased to 880ml/hour to infuse the remaining volume in 45 minutes. At 11:26 a.m., the device switched to kvo rate with the ikp data showing that a total 660ml had infused, however, there was a significant amount of the rituxan medication remaining in the IV bag (approximately 500ml) remaining. The infusion was programmed to continue to infuse at the rate of 880ml/hour with a vtbi of 500ml. At 11:51 a.m., the device alarmed for air-in-line and the infusion stopped with the ikp data showing that a total of 356.4ml had infused. There was also a 0.9% sodium chloride 500ml infusion bag infusing from another pump module at an unspecified rate at the time of the event. The customer further stated that there were no adverse effects caused to the adult patient, family members or staff from the event.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient age and dob requested but not provided, however, the customer stated that the patient was an adult patient.

Event description:
It was reported that a rapid infusion of rituxan 1100mg/nacl 0.9% 660ml was programmed to infuse 100mg/hour for the first 15 minutes, then if tolerated by the patient, the infusion rate was to be increased to infuse the remainder of the medication within 45 minutes. At: 10:24, the device was programmed to infuse 100mg/hour (15ml) for 15 minutes. At 10:39 a.m., the infusion stopped and showed that 15ml had infused leaving a remaining 645ml to infuse. At 10:41 a.m., the rituxan infusion rate was increased to 880ml/hour to infuse the remaining volume in 45 minutes. At 11:26 a.m., the device switched to kvo rate with the ikp data showing that a total 660ml had infused, however, there was a significant amount of the rituxan medication remaining in the IV bag (approximately 500ml) remaining. The infusion was programmed to continue to infuse at the rate of 880ml/hour with a vtbi of 500ml. At 11:51 a.m., the device alarmed for air-in-line and the infusion stopped with the ikp data showing that a total of 356.4ml had infused. The customer further stated that there were no adverse effects caused to the adult patient, family members or staff from the event.